Event description:
A report received from (B)(4) stated a 760 ventilator's oxygen delivery was disrupted while being used on a pt. According to the nurse manager, the nurse and respiratory therapist responded to the ventilator alarm and cardiac monitor immediately. The pt's heart rate at the time of the event was documented to be 50 beats per minute (bpm). The pt's airway was maintained while the clinician administered manual oxygen at the time the event occurred. The pt status no additional information is available at this time.

Manufacturer narrative:
Attempts to contact the reporter have been made, by the manufacturer, to acquire additional information regarding the event. These attempts have been unsuccessful. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).